Event description:
It was reported by the affiliate during a breast biopsy procedure that a strange noise is coming from the green cable. The customer secured the green to the unit to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
450872-1, date sent: 06/12/2006. H3 evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the cocking lever replaced. The device was functionally tested, met all product requirements and returned to the customer. 400: cocking lever replaced.